Manufacturer narrative:
Based on the data available a specific root cause could not be identified. Since calibration and quality controls were in range and successful at the time of the event, reagent and hardware issues are unlikely. The preanalytical information available did not show evidence of a sample-handling issue.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of an erroneous result for one patient sample tested for ck creatine kinase on the cobas 6000 c (501) module. The initial ck was 53 u/l and was reported outside the laboratory. The test was repeated since the result did not match previous results. The sample was diluted and the repeat was 2296 u/l; the sample was diluted and repeated again with a final result of 2474 u/l. There was no allegation of an adverse event. The ck reagent lot number was 273010; the expiration date was requested but not provided. The alarm trace revealed no pertinent alarms. The calibration previous to the event was successful. Quality controls were in range before and after the event.